Event description:
The customer reported the ventilator would restart when powered on. The respironics service technician confirmed that during service the ventilator would restart repeatedly. There was no patient involvement, and the ventilator alarmed appropriately. Therespironics service technician replaced the power switch. The service technician performed final testing and the ventilator passed per operating specifications.